Event description:
It was reported that the patient heard the device tone and contacted the device clinic. Upon interrogation, the device was found to be at elective replacement indications (eri) prematurely as the device had only been implanted for one month. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis found the device battery depleted to 0.894v and measured the system current drain at 2.52ma. The excessive current drain was found to be due to a defective ic transistor.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis found the device battery depleted to 0.894v and measured the system current drain at 2.52ma. The excessive current drain was found to be due to electrical/esd (electrostatic discharge) overstress in the ic.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.